Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
During variax clavicle surgery, a metal piece like a wire appeared when the surgeon was inserting the screw to the plate. After that the surgeon removed the metal piece and progressed the surgery.